Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 7045811. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection and pus that was noted at the ipg site. The patient was placed on antibiotics and underwent an explant procedure. The physician believed that the infection was not device nor procedure related. The patient was doing well postoperatively.